Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. The ins had a normal end of life with okay telemetry and output. The serial number was lost and a power on reset (por) message was shown. Additionally, the can was scratched and foreign material was found in the ports.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v015940, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) via a manufacturing representative (rep) reported that there was a lack of effectiveness. It was unknown what led to the event. Reprogramming was performed. No interventions or other actions were taken. The issue was resolved at the time of the report. A surgical intervention to explant the device was planned for (B)(6) 2015. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim.